Event description:
Event description guidant received information that this right ventricular lead's impedance was greater than 2,500 ohms with loss of capture. There were also stored episodes showing noise on this lead. The device was programmed to 6.5 volts, which still resulted in non-capture. A chest x-ray revealed a sharp bend in the lead near the clavicle, which the guidant sales representative stated was due to a fracture. The lead was capped and abandoned surgically. The pacemaker was also explanted during the procedure, as it is part of the insignia failure mode 2 population and the patient and physician elected to replace it. No adverse patient effects were reported.